Event description:
It was reported that this artificial urinary sphincter (aus) was not working due to a fluid loss, during explant surgery it was observed a hole in the balloon. The aus was explanted and replaced. There is no additional information reported.